Manufacturer narrative:
Device analysis conclusion: the wire was received at csi for analysis. The wire was engaged with the oad. Visual examination confirmed the reported fracture. Scanning electron microscopy analysis revealed the guidewire fractured due to torsional forces. The guide wire surface also exhibited rotational surface damage at and near the fracture location. It is hypothesized that the damaged, rotating driveshaft of the oad contributed to the surface damage observed on the wire. It is possible that interaction between the oad and the wire led to the wire fracture; however, this could not be confirmed. At the conclusion of the device analysis investigation, the reported wire fracture was confirmed, but the root cause of the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The oad related to this event also fractured and was reported under MDR 3004742232-2020-00289.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. This event is related to MDR 3004742232-2020-00289. Csi ID: 09040.

Event description:
A viperwire guide wire was used during atherectomy of an occluded bypass graft in the left circumflex artery (lcx), which was tortuous. Several treatments were administered distal to proximal. The physician then noticed that the tip of the viperwire had fractured. In the opinion of the physician, the wire most likely fractured because the orbital atherectomy device driveshaft had also fractured and had cut the wire. Retrieval of the fragment with a guide extension catheter and balloon was unsuccessful. A drug eluting stent was deployed over the fragment. Another retrieval attempt was performed with three non-csi wires on the following day, but the attempt was unsuccessful since the wires fractured. The patient was sent to surgery, and all fragments were removed. The patient was in good condition following surgery.